Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported his adc freestyle lancing device had broken and was now separated in half so that he could no longer use it and that this was preventing him from being able to perform a test. It was further reported that this occurred on (B)(6) 2018 and he did not know how much insulin to take. He noted that on the morning of the event he experienced swelling. Paramedics were called and treated the customer with an unspecified intravenous infusion. He was also advised to drink a lot of fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's lancing device has been returned and is pending investigation. A follow-up report will be filed once the investigation has been completed. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle lancing device had broken and was now separated in half so that he could no longer use it and that this was preventing him from being able to perform a test. It was further reported that this occurred on (B)(6) 2018 and he did not know how much insulin to take. He noted that on the morning of the event he experienced swelling. Paramedics were called and treated the customer with an unspecified intravenous infusion. He was also advised to drink a lot of fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned device was visually inspected by marked product support and damage to the device was observed. As part of the online assembly of the device, 100% inspection is carried out. The damage associated by "cracking" the body along the seam line and dislodging the central connection is not consistent with any manufacturer processes or typical usage. However, the probable cause maybe due to the user attempting to "snap" open the device at the central join line, instead of the cap, causing the reported failure mode. To this date, the manufacturer has not been able to replicate the reported failure mode. There was no product deficiency identified. This also serves as a correction report. (Model no) was incorrectly documented as 71552-01 in the initial report and follow up report #1.

Event description:
Customer reported his adc freestyle lancing device had broken and was now separated in half so that he could no longer use it and that this was preventing him from being able to perform a test. It was further reported that this occurred on (B)(6) 2018 and he did not know how much insulin to take. He noted that on the morning of the event he experienced swelling. Paramedics were called and treated the customer with an unspecified intravenous infusion. He was also advised to drink a lot of fluids. There was no report of death or permanent injury associated with this event.